Manufacturer narrative:
Method: device history record review. Results: no similar defect was reported during the mfg or packaging processes of this lot. Conclusions: other - CAPA (B)(4) was issued to address issue.

Event description:
The event is reported as: the stapler jammed during use. No pt injury reported.